Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash under the back therapy electrode pads and the electrode on the front of their body. The rash was described as red and irritating. The patient received an unknown cream for the rash while at the hospital to receive an ICD. After using the cream, the patient reported that the rash cleared up. The patient ended use of the lifevest due to receiving an ICD. There were no allegations of a device malfunction contributing to the irritation.